Event description:
It was reported during a coil embolization and stenting of an internal carotid artery (ica) aneurysm, after successful detachment of previous coils, the coil in question prematurely detached while being advanced into the microcatheter at the detachment zone. The microcatheter was removed and then the coil was removed with a retrieval device. The procedure was successfully completed without the addition of any further coils. The pt's condition is reported as being stable.

Manufacturer narrative:
The device in question will not be returned to MFR for technical analysis. The cause of the user's experience remains unk.